Manufacturer narrative:
Corrected data: d4 - UDI. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited error code: 43216 with triangles. Battery door opened for 20 seconds and closed. When powered back on, pump alarmed ¿remove and reattach cassette.¿ they stated pump began to alarm at 08:40, and infusion was supposed to complete at 10:40. Medication bag was empty, it was suspected that infusion completed two hours early. The event occurred while in use with the patient and no patient harm/adverse event reported.

Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.